Event description:
Related manufacturer report number: (B)(4). It was reported that patient presented in clinic experiencing low heart rate and dizziness. Upon interrogation, it was noted that right ventricular (rv) lead exhibited loss of capture. It was also observed through fluoroscopy that atrial and right ventricular leads had dislodged and there was lack of lead slack on atrial lead. Both leads were explanted and replaced with new leads. Patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
Hematoma was also seen, and it was evacuated during lead replacement procedure.